Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable - lens was inserted and removed during the same procedure. Section d6b - explant date: not applicable - lens was inserted and removed during the same procedure. Section e1 - telephone number: (B)(6) manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent cataract surgery and intraocular lens (iol) implantation in the left eye. During the procedure, after the implant was injected into the capsular sac, the surgeon observed that the iol had only one haptic. The other haptic remained blocked in the injector. As a result, the iol was explanted through a 2.2 mm incision under viscoelastic protection. A new lens was injected and properly positioned. The original implant was not saved for return. Account indicated that the patient was doing fine. No further information available.